Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the report was down and had no access to all report. A technical support specialist (tss) dialed into the server and followed knowledge article title medes - etl arithmetic overflow error converting identity to data type int. Then found that the extract transform load (etl) was not running. After the reboot, everything came back up successfully, and the etl status showed all green, confirming the issue was resolved. The tss contacted the customer, who confirmed that issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to access all reports. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.